Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported her son's blood glucose was reading above 20.0 mmol/l (360 mg/dl) and after multiple bolus corrections she was unable to bring his bg down. The site was sore, hot and upon removal she noticed immediately that there was discharge coming out of the site. She took him to see the nurse who prescribed him with antibiotics for 5 days for this site infection.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hyperglycemia and site infection was found.